Event description:
It was reported that there was an atrial lead warning. The device was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an atrial lead warning triggered for low impedance. The patient was also noted to have sleeping disturbances, so the device was reprogrammed. The patient later reported feeling skipped beats followed by strong beats when the patient is going to bed. Patient noted to have many premature ventricular contractions in the previous few months. The atrial lead was reported to have oversensing of noise that has triggered lead warnings. The oversensing of noise may also have led to inappropriate mode switches and loss of atrial tracking. The device was reprogrammed and the oversensing and mode switches were corrected. The device was further reprogrammed. Both the device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an atrial lead warning triggered for low impedance. The patient was also noted to have sleeping disturbances, so the device was reprogrammed. The patient later reported feeling skipped beats when the patient is going to bed. The atrial lead was reported to have oversensing of noise that has triggered lead warnings. The oversensing of noise may also have led to inappropriate mode switches and loss of atrial tracking. The device was reprogrammed. Both the device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.